Event description:
The end of the stay pocket at the bottom of the immobilizer was not sewn. The binding goes around the knee body but did not catch the stay pocket. The stay came out of the immobilizer and hit the brick steps as the patient was walking and caused them to fall and dislocate their knee again. Pt was put into this brace at the hospital last weekend after they dislocated their knee. Reporter described the product as blue with white binding, the product number on this report may not be correct. Co will have ups pick up the brace for return to the co and will change the product number when co determines what the product is. Replacement of 1020227 will be sent.